Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A quote was issued, by a 3rd party service representative, to the hospital for repair of this unit. The quote was rejected. No resolution for this reported fault. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A quote was issued, by a 3rd party service representative, to the hospital for repair of this unit. The quote was rejected. No resolution for this reported fault.

Event description:
The hospital reported the bellows was getting stuck due to moisture and causing a intermittent loss of mechanical ventilation. There was no report of patient involvement.